Manufacturer narrative:
The sample was received on (B)(6) 2012 and is currently being decontaminated. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
A reaction to the subcutaneously-placed device occurred. An abscess presenting debridement and pointed to the deltoid in a palliative care pt. The reaction occurred 24 to 48 hours after placement.